Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they were admitted to the hospital on (B)(6) 2020 due to high blood glucose level of above 600 mg/dl. The customer's blood glucose level 400 mg/dl at the time of incident. They experienced dizziness, nausea and vomiting and swollen kidney and pain. They were treated with intravenous insulin drip at the hospital. They were also using manual injections and pens. The customer reported that the insulin pump was not working from a month, they help fix it but it was then damaged. The customer had various episodes of blood glucose being high and yesterday when going to the clinic her blood glucose was high. The customer alleged the insulin pump for under delivery because she continuously had high blood glucose level. The insulin pump passed displacement verification test. The insulin pump was on auto mode at the time of incident. The insulin pump will not be returned for analysis.